Event description:
It was reported that in central processing, customer observed the cable toward the top is sticking out, on the joint the cable is sticking out, loose, doesn't appear to be broken or frayed on the grasping retractor instrument. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The grasping retractor instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch cable to be loose and sticking out due to the opposite pitch cable being broken, which keeps the tension for both cables. The pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, broken pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.